Event description:
It was reported that during a follow up, device interrogation revealed that the patient's right ventricular (RV) lead exhibited a high capture threshold due to suspected micro-dislodgement. The RV lead was successfully repositioned on (b)(6) 2026. During the procedure, the patient's Implantable Cardioverter Defibrillator (ICD) was found to be damaged and could not properly secure the RV lead. The ICD was explanted and successfully replaced. The patient remained stable throughout.